Event description:
The device was used during a kidney transplant. Reportedly, the instrument misfired and the staple line was incomplete. There was tissue loss and the hosp has reported no pt injury occurred.